Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experience blood glucose (bg) of 570 mg/dl which was addressed with a manual injection. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.